Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083386) that a patient of unknown age and sex who underwent an unspecified breast implantation procedure with two unspecified mentor saline breast prostheses, reported experiencing the following: "I've had saline breast implants for almost 9 years and was diagnosed in the past year with lupus nephritis. My kidneys are declining rapidly no matter what diet changes I make or how many supplements I take. I have also been diagnosed with anca vasculitis and raynauds. I have read that silica causes anca and breast implant illness can cause all three of these disease. I also now have hyperthyroidism. I have made an appointment to get them removed in the hopes that I can get my life back." At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.